Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used the controller to turn down stimulation and after decreasing stimulation a couple of notches, the stimulation started going crazy, going down both his legs (when usually he only feels stim in one leg) on full blast, and then the controller showed software problem. The patient said that because of the software problem, he was unable to adjust stimulation down and the stim was so strong he could barely move. The patient removed and reinserted the battery pack in the controller and the patient was then able to adjust stimulation. Both the software problem and stimulation issue were resolved. A rep called in and reported the patient was turning stimulation down on group b1 from 5.4 ma to 4.0 ma when he felt a shocking sensation from his waist down on both sides. The rep said the normal stimulation was used to cover his right leg and lower back. The rep reported that during the shocking sensation, the patient saw the software problem message on the controller. The rep interrogated the device and saw no warning messages on the tablet and there was no impedance issues. The rep entered tech mode and was looking at screen 42. The last error message was 8- (B)(6) 2019 at 17:33, 9- 15, 10- pt02, and 11- blank. The error messages were reviewed and no software problem message was seen. The patient indicated on (B)(6) 2019 the patient attempted to recharge his device and was having a difficult time communicating with the recharger. The patient was able to charge his device eventually. Adaptive stim was programmed, but adaptive stim was turned off. The rep said the patient had two groups, but group b was the one that caused the shocking sensation. The group settings were: b1: 10-9+ 2.0ma/300pw/50hz. The rep reported the patient was adjusting stimulation on this program when he had the shocking sensation occurred. The other program was b2: 0-1-2+3+ 8.0ma160pw/50hz. Impedances were as follows: reference 9: 10: 1010 ohms, reference 0 1: 920 ohms 2: 970 ohms 3: 1000 ohms, reference 1: 0: 920 ohms 2: 1010 ohms 3: 1020 ohms, reference 2: 0: 970 ohms 3: 1010 ohms. No further complications were reported.